Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Device history lot part #: 07.702.016s, lot number: 1h53431, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 19 aug 2021, expiration date: 01 aug 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was an unknown procedure performed on (B)(6) 2022. They put cement making agents and tried to mix them up. However, the blue handle was immovable. The handle did not move up and down and/or turn around. The procedure was completed with a replacement without a further issue. No further information is available. This complaint involves one (1) device sistema de cemento vertecem v+ esteril. This is report 1 of 1 for complaint (B)(4).